Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
The user facility reported a complaint to customer service on 01-jul-2021 for an "insertion flexible tube cut, deformed. A wire comes out of the ift surface. No leak detected." That was observed in the workshop during inspection in the emea region involving pentax medical video colonoscope, model ec-3890li, serial number (B)(4). The damaged ift will be sent to the manufacturer for further investigation. On 27-jul-2021, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer, the DHR review confirmed the endoscope was manufactured on 13-apr-2017 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 14-apr-2017.